Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) remoted in, verified my quick link and identified the request and approval to issue the medication. Tss identified that the quality was set as zero and instructed the user to verify the amount was correct. After performing the cycle count the user was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user requested rxverify and received pharmacy approval, but the medication did not provide an option to be removed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.